Event description:
Reporter stated that the end-user claimed that this product is defective and the defect cause him to tip over. The end-user stated that the motors are the defective component. The end-user is claiming that he received a broken neck. There is no statement which depicts what is actually wrong with the motors and no statement mentioned that the end-user sought medical attention or initial or prolonged hospitalization.

Manufacturer narrative:
As of this date, this chair has not been returned to the MFR for evaluation.